Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for unable to track system through anatomy and difficulty to withdraw system with valve through vasculature were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. The complaint description states, 'after valve alignment in the ending part of the superior vena cava, it was not possible to advance the system into the atrium, or withdraw it, due to vein resistance.' Without the return of procedural imagery or patient information, there is insufficient information to determine a root cause contributing to the reported complaint events. However, it is possible that patient factors such as tortuosity or calcification may contribute to tracking and withdrawal difficulties. A tortuous and/or calcified anatomy can present difficult angles or a constrained condition in the anatomy, resulting in higher resistance for the devices to overcome while tracking and during withdrawal. This can potentially contribute to the reported difficulty felt when attempting to track through and remove the delivery system from the patient's anatomy. Likewise, the off label use of the commander delivery system may have also contributed to the reported event as the delivery system is not indicated for use via trans-jugular approach in the tricuspid position. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity) and procedural factors (off label use) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a trans-jugular valve in valve ttvr procedure with a 23 mm sapien 3 ultra valve in a surgical valve, resistance was felt post after valve alignment in the superior vena cava. The team was unable to advance or withdraw, due to vein resistance, so it was decided to deploy the valve in that position. A second sapien 3 ultra valve was prepped and successfully implanted in the surgical valve. The procedure ended successfully.